Event description:
It was reported that the handpiece began leaking a blood-like substance after cleaning and sterilization. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the investigation details the reported condition of the device leaking could not be duplicated. There was no substance found. Service completed any necessary maintenance and repairs.